Manufacturer narrative:
Subject device has been received and an investigation summary was performed. The investigation of the complaint articles has shown that: the received guide wire is broken (in three pieces) as mentioned in the complaint description, the three pieces are badly damaged. It may have occurred when it was inserted the clamp/chucks of the power tool, damaged by the reamer itself or may have been damaged by protection sleeve. The device history record (DHR) for this article and lot number was reviewed and it was manufactured according to specifications in october 2015 with no issues or deviations during the process. (B)(4) parts were delivered to the warehouse, no abnormalities or deviations were detected, which could lead to the complaint failure. No nc`s or reworks were detected. Moreover we can confirm that this is the only complaint reported for this issue from this lot number and article number. There is no particularize information what's happened to this article by customer, based on this we are not able to determine the exact reason for this reported problem, but it is likely that during the operation an application error (mishandling) may have taken place. February 2016 corrections of DHR made because material received and realized differences between reported and material on the desk. Device history records was conducted. The report indicates that the: 356.830s ¿ 9684198, please note, this DHR review is for sterilization procedure only: manufacturing site: (B)(4), supplier: (B)(4) (sterilization) manufacturing date: 14.oct.2015 (delivered from supplier to (B)(4)) expiry date: 01.oct.2025, this complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no ncrs were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. 356.830 ¿ 9671436, non-sterile: manufacturing site: (B)(4), manufacturing date: 29.sep.2015, expiry date: no ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional narrative: patient weight is unknown. Device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 356.830s, lot 9703249: manufacturing site: (B)(4). Supplier: (B)(4) (sterilization). Manufacturing date: october 27, 2015 (delivered from supplier to (B)(4)). Expiry date: october 01, 2025. Non-sterile part 356.830, lot 9667220: manufacturing site: (B)(4). Manufacturing date: october 15, 2015. This complaint is assessed as not related to sterilization. Thus, the documents for the corresponding non sterile were reviewed with the following result: no non-conformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that a guide wire broke during a performed trochanteric fixation nail anti-rotation (tfna) proximal femoral nail surgery. The surgeon repositioned a fresh guide wire several times for insertion of the tfna screw. When using the second reamer over the guide wire, the guide wire broke. The broken wire was retrieved by teaming over it and then using a grasper to retrieve final piece. Tfna screw and procedure was then able to be completed; a replacement guide wire was available. No patient outcome issues reported. There was a thirty (30) minutes delay in the surgery. This is report 1 of 1 for (B)(4).